Manufacturer narrative:
The customer¿s report with an over infusion event was confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows a programming irregularity, where the clinician configured the pca module to infuse in the pca + continuous mode. The programming error was later corrected and the pca module configured to pca only mode. There were no malfunctions observed during the test infusion. The root cause of the customer¿s report of an over infusion event was user programming. The clinician programmed the pca module to infuse in the pca + continuous mode instead of the initially programmed pca only mode.

Manufacturer narrative:
Concomitant product(s): imf 30cc syringe, therapy date (B)(6) 2017. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of morphine 30 mg/30 ml (concentration of 1 mg/ml) was to infuse a 3 mg pca demand dose q 10 minutes prn, not to exceed 30 mg in 4 hours. The pca was attached to an infusion of normal saline. An over infusion event occurred, and the internal investigation attributed the cause of the event to a user error. No patient harm occurred as a result of the event. It was also mentioned the user initially had difficulty with loading the pca syringe into the pump.